Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging kidney disease/toxicity, death, heart failure and lung failure. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. High pitch blower whine observed. No odor observed. Pil also observed customers humidifier heater plate did heat. Pil removed a tape like material from customer humidifier iso port (international organization of standardization). To check heated tube operation. Pil used a known good pil supplied heated tube and verified the pil supplied heated tube did operate on customer¿s humidifier. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Missing air inlet filter,ui (users interface) knob broken. High pitch blower whine, significant potential mineral deposits throughout the device¿s iso port (international organization of standardization), blower box, blower motor, and enclosure. Significant potential mineral deposits inside humidifier water tank and dry box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 9 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. Pil was unable to address the symptoms specified. In box-h: evaluation method code, evaluation result code, component code and conclusion code has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that patient is passed away due to kidney disease/toxicity, heart failure, lung failure. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021 and z-1974-2021.